Event description:
It was reported that the patient was implanted (B)(6) 2014, was hospitalized right after for four days due to ¿complications with the medication¿, and then sent to rehab for several weeks. There was also a report of ¿falling asleep.¿ it was noted that ¿they¿ stopped one of the patient¿s medication that helped the liver but caused diarrhea. The patient went 24 hours without the medication due to the implant of the neurostimulation. It was noted because the patient did not take the medication the patient developed hepatic encephalopathy. During the implant of the implantable neurostimulator (ins) the doctor had to perform a level two laminectomy because of ¿so much scar tissue from previous scar tissues and surgery took a lot longer to do.¿ the patient decompensates ¿really easily¿ and that ¿last couple of times¿ the patient had gone into the hospital decompensation occurred. The patient has had eight back surgeries. The patient reportedly recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).